Event description:
It was reported that during an unknown procedure there was a solid tone with error code '5' during procedure. After re-installed, the titanium tip was broken when pre-run test. The broken piece was retrieved by forceps. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.